Manufacturer narrative:
Joerns sending the report to the manufacturer. The device is being held by the patient and his counsel. The manufacturer is not being allowed to inspect or verify the device.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient was being moved from the wheelchair to the bed and the wole lift fell to the floor. The lift collapsed where the mast connects to the base. The patient fell to the floor, hit his head and broke his hip. The patient spent 3 weeks in the hospital and had surgery. (B)(4) was entered into our system.

Manufacturer narrative:
The serial number was recorded during the on-site evaluation of the lift. The date of manufacture was recorded during the on-site evaluation of the lift. On march 16, 2016, the global marketing manager, patient handling for joerns was on-site to evaluate the lift involved. Wear marks on the lift were consistent with normal use for the period of ownership. However, it was observed that the lift was very dirty and there was dirt build-up in areas that would indicate it hadn't been cleaned or maintained in some time. Two prominent observations were made. First, the mast tightening knob on the mast was missing. In addition, there were no wear marks where the knob is located and this supported mr. (B)(6) comments about not using the lift for travel or storing it. It is not likely the lift was folded up very often if at all. However, the knob would have been present when new as it would have not been possible to put the lift together out of the box and follow the directions for assembly. Without the mast tightening knob in place, the lift is very unsafe as it would be very easy for the mast to separate from the base. The second observation was that the legs of the lift were not in symmetry and were in more of a closed position and the leg-locking device (knob) was in the engaged position. The leg position and symmetry are consistent with the picture provided to joerns by mr. (B)(6) on (B)(6) 2015. The legs, under normal circumstances, work in symmetry while being opened and closed. When the legs are in the closed position and moved to the open position, the leg-locking device (knob) will engage and keep the legs in the open position. The leg-locking device (knob) is not supposed to be engaged when the legs are in a closed position as was present. This was tested three times and in none of the cases would the knob lock to hold the legs in the engaged position. The leg-locking device (knob) was pulled out and there was no effect noted. The leg-locking device (knob) would not re-engage. The lack of symmetry could indicate damage to the tie rod or tie rod bracket attached the leg on the opposite end from the castor. With the legs in the closed position, it is only intended for storage, not for usage. The legs must be in the outward position to use for patient transfer. The inability of the leg-locking device (knob) to engage would prevent the legs from being locked in the "out" position.